Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with dialysis catheter. The customer states that a pt returned to the hospital in (B)(6) 2013. The pt was admitted due to peritonitis when it was discovered that her pd catheter had a fracture/break. The catheter was pulled and replaced with a new one. Initial placement of the catheter was (B)(6) 2005 and there were no signs of peritonitis throughout the 8 years of pd.